Event description:
Pt underwent an abdominal aortic aneurysm repair in 2000. In the process of sewing the graft in, the needle of the prolene 3-0 suture became detached. This happened with 4 sutures. The pt's aorta was cross-clamped during this time.